Event description:
The pharmacist reported the following event: "the drill fractured while drilling. The broken fragment was found in the surgical site. Another drill was used. No adverse consequences for the pt or user."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.